Manufacturer narrative:
The insulin pump received with excessive no delivery alarm during error test due to broken solder joint interface board. No signal to low or external ram error alarm noted. Device passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm. Low reservoir alarm function properly during test. Device received with scratched lcd window. The device received cracked case display window corner and cracked reservoir tube lip. The device was received with cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was 325 mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device was returned for analysis.